Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are hearing an alert tone from their implantable cardioverter defibrillator (ICD). The patient was advised to follow-up with their physician. Follow-up conducted with the patients clinic revealed the device had been "reset." The healthcare professional (hcp) at the clinic was unable to provide further detail regarding the "reset." Hcp stated the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.